Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04 oct 2024.